Event description:
It was reported that during the procedure the subject catheter broke in three parts. Most of the clot has been removed; however, the radiologist believes that small debris from the clot may have remained in the circulation. No clinical consequences reported due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the shaft was found broken/fractured at 21 and 22 cm from the proximal end. Functional testing was unable to be performed due to the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on the investigation. The as reported and as analyzed issues catheter shaft broken/fractured during use will be assigned procedural factors as the defect appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during the procedure the subject catheter broke in three parts. Most of the clot has been removed; however, the radiologist believes that small debris from the clot may have remained in the circulation. No clinical consequences reported due to this event.